Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficult to position/guiding catheter resistance was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to position/guiding catheter resistance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch filing, additional information reported that the resistance was only during advancement in the guide catheter, not during removal. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after deploying two overlapping xience stents in the left circumflex artery using the same guide catheter, an attempt was made to deliver another xience rx 2.75 x 28mm stent for deployment in the obtuse marginal. However during advancement through the same guide catheter, the stent delivery system (sds) became trapped in the catheter. Several attempts were made to advance the sds, but were unsuccessful. The operator did not believe the catheter was the issue because many other dilatation balloons up to 3mm were passed through the guide catheter without a problem. The xience was removed and a new xience stent was used with the same guide catheter successfully. There was no reported significant clinical delay in the procedure and no adverse patient effects. No additional information was provided.